Manufacturer narrative:
Corrected data: g2: should be corrected to korea. Claim#: (B)(4).

Manufacturer narrative:
H6-device code 1494: off-label use (under 21yrs of age at date of implant). Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticm5_12.1 implantable collamer lens of diopter -10.5/+2.5/095 into the patient's right eye (od) on (B)(6) 2023. The lens was exchanged on (B)(6) 2023 for a longer length lens due to low vault and lens rotation. This resolved the problem. The reporter did not give a cause for this event.